Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to clean the pneumatic tap area and successfully reloaded the cartridge onto the pump, allowing them to resume insulin delivery.